Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with an apparent needle detachment. Due to the position of the device within the photo, a clear analysis of the device could not be performed. The photo becomes distorted when magnified. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. H6 component code: g07002 ¿ device not returned e1 initial reporter facility name: (B)(6) hospital. Related events captured via: 2210968-2024-05486 . 2210968-2024-05488 2210968-2024-05489 2210968-2024-05490 2210968-2024-05491.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened during surgery. Changed to another five to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. There were no patient consequences. No further information was provided.